Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle did not retract. Needle does not retract fast enough it slowly falls almost like the spring inside does not function correctly additional information 4/6/2026: I was made aware of this issue 3/6/2026. No patient harm, we took them off the shelf and sent back.